Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the end user alleges the left side crossbrace has broken.

Manufacturer narrative:
Additional/updated information was added to reflect the cross brace being returned to the manufacturer for evaluation. The result of the evaluation was that cross brace was broken at the pivot link attachment hole, which confirmed the original complaint issue. However, the underlying cause could not be determined.

Event description:
Provider states the end user alleges the left side crossbrace has broken.